Event description:
One pt with discrepant hcg results. Sample 1, initial result, 2008, 0.767 miu/ml, repeat 2 days later, 94851 miu/ml. A second sample from the same pt was also tested giving result of 92355 miu/ml. The initial result was reported, the pt was not adversely affected. The field service representative was unable to determine root cause but noted he inspected the sample system and tubing. Performance tests performed which were within specification.